Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the heater wire on the hemopro jaw was bent upon opening the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was bent and detached from the tip of the hot jaw. Also, the tip of the cold silicone boot was broken. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).